Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl due to the insulin pump not delivering insulin. It was stated that the device had a motor error alarm during bolus and basal. Customer's wife stated that the piston was not moving forward. Customer got an MRI but device was not exposed. He was treated with 4.6 units of insulin, but they are not sure if it was delivered as it keeps alarming motor error. Customer dropped the insulin pump at the hospital. Customer does not use the sensor feature. Nothing further reported.